Event description:
A territory manager (tm) contacted zoll customer support to report that a (B)(6) male patient indicated that his monitor was not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not function properly) has been confirmed. As received, the rear response button was non-responsive. Upon evaluation, the rear response button cable was damaged. The cause for the non-responsive response button is the damaged cable. The root cause for the damaged cable cannot be positively identified. No adverse event resulted from the detached response button cable. The patient was fit with a replacement monitor.